Manufacturer narrative:
H3. Analysis of the catheter identified a break in the catheter body related to user actions. Visual inspection identified damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 25 mg/ml at 28mg/ml and baclofen 240 mcg/ml at 269.19 mcg/ml via an implantable pump for unknown indication for use. It was reported that the patient was having normal end replacement indicator (eri) pump replacement. Catheter was intact when pump was removed from pocket and physician was able to successfully aspirate catheter. The physician removed pump connector from pump without issue. When physician went to attach existing pump connector onto new pump, the connector came off of catheter. A new pump segment was attached to existing catheter and attached to pump. To also note, per physician, he did a dye study on patient approximately two weeks ago. He was able to successfully aspirate catheter and then injected 7ml of omnipaque dye. After procedure, the patient had bilateral lower extremity paralysis. Per physician, no lidocaine or marcaine was used. The patient was transferred to the hospital and spent one night there. Physicians were unable to find the cause of patient's paralysis and by the next morning she was discharged. Patient had full return of function to legs over the first night in hospital and had no existing deficits. The issue was reported as resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jan-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.